Event description:
Customer initially reported their abbott diabetes device displayed a white screen. The product was returned and investigated for the displayed white screen however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and investigation is pending at this time. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer initially reported their abbott diabetes device displayed a white screen. The product was returned and investigated for the displayed white screen however during investigation internal burn marks were observed. This report is being submitted due to the additional issue observed during returned product investigation. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and minor damage on usb port was observed. The observed minor damage on reader usb port did not impact reader functionality. Reader did not powered on with button depression, test strip insertion or usb cable insertion. Built-in reader test was unable to perform. The returned reader was further investigated and de-cased. Visual inspection has been performed on the de-cased reader's pcba (printed circuit board assembly) and burn marks were observed. An further extended investigation was performed. The reader was in a de-cased state. Visual inspection has been performed on the de-cased reader and reader's pcba (printed circuit board assembly) using a microscope and minor damage was observed in the usb port .burnt flux around pin 4 (sel) of u13 integrated circuit (ic) was observed. The u13 ic casing was also observed to have burn damage. Reader event log was unable to reviewed as the pc and software did not recognize the reader. Bench testing was performed on the reader. The returned battery was measured using a digital multimeter, which is not within the specification. A known good battery was used for the rest of testing .the reader powered on but a connected to pc message was observed when the reader was not connected to a pc. The reader was monitored under a thermal camera when the reader was turned on and charging, turned on and not charging, turned off and charging and turned off and not charging. Hotspots were observed on u2, u5, u13 and u9 ics which indicates the incorrect adapter usage for reader charging. R100 pulldown resistor was measured and any voltage across this resistor was the evidence of excessive voltage/current bypassing the stm vbus protection circuit. The excess voltage/current through the u2 ic component would permanently damage the components and will exhibit hotspots when operation of the reader will be attempted. This would cause the reader to incorrectly display a ¿connected to pc¿ message .the reported field event of the reader becoming too hot to hold was not confirmed to use. It was determined that thermal hotspots on ic components in stm readers was due to incorrect usb power adapter usage by the customer. The use of the incorrect usb adapter to charge the reader will surge critical ic components of the reader with excess voltage/current and permanently damage the reader. This was not possible with the abbott provided usb adapters. Therefore, the issue is not confirmed to use due to incorrect adaptor used. At this time, the cable and adapter has not yet been returned for this complaint. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. In addition, the review determined that the correct cable and adapter were part of the reader kit pack and there was no indication that the product did not meet specifications. If the partial product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.